Manufacturer narrative:
(B)(4)

Event description:
It was reported during the implant procedure, the atrial lead could not be inserted into the atrial port of the device header. As a result, a new device was used which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.